Event description:
The doctor tried to insert clso-10-7 into the cbd together with oa-10. The inner guiding catheter passed through the stricture, but the stent did not go up even when pushed with the out pusher. The out pusher of oa-10 was distorted. They inserted clso-7-7 and completed the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025. 1. For all complaints: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement 2. What was the target location for the stent? Cbd stricture 3. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Products are stored in a stent storage box inside the ercp room and are not exposed to light. 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* it's written in the report! Visi2 straight. 0.025 5. Was the wire guide lubricated prior to use? Yes 6. Was the wire guide inspected for damage prior to use?* yes, there was no problem with the naked eye 7. Was the device at the centre of the complaint inspected for damage prior to use? Yes, there was no problem 8. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9. If yes please indicate the type of procedure performed. Epbd, sludge removal 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 11. If not with the device in question, how was the procedure finished?* it's written in the report! Clso-7-7 was used. 12. Did the patient require any additional procedures as a result of this event? No 13. What intervention (if any) was required? No 14. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 15. Were any other defects observed on the device prior to return (other than the reported complaint issue)? The out pusher of oa-10 became wrinkled. For complaints occurring during use (once in contact with endoscope): 1. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Tjf260v (olympus), 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No 4. Please indicate the location in the body where the stent device was to be placed. Common biliary duct 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* yes 7. Was resistance encountered when advancing the introduction system in place to the target location?* yes 8. How did the physician deal with this resistance? After removing the devices with resistance (oa-10, clso-10-7), clso-7-7 was inserted. 9. How did the physician determine the length of the stent to be used for the procedure? Image 10. Where was the stricture located in the duct? Cbd 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. Yes 12. Was resistance encountered when advancing the stent through the obstructed area?* yes 13. After placement, was stent position verified? Yes 14. If yes, please describe how. Well 15. Please estimate the amount of time the stent was in place prior to this occurrence. N/a 16. Did any section of the device detach inside the endoscope or patient? No 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a 19. Was the broken device retrieved? N/a 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25. Did the patient require any additional procedures as a result of this event? No 26. What intervention (if any) was required? No 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink? No 29. If yes, please specify what was observed and where on the device it was observed. * not applicable if problem occurred at removal.

Manufacturer narrative:
User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation the device evaluation of the oa-10 of lot number c2182231 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution oa-10 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oa-10 of lot number c2182231 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: as per the instructions for use, ifu0096 which informs the user about the precautions ¿refer to package label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible. Not compatible with pigtail stents. Do not use this device if stent cannot advance through strictured area. Preloaded stents should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review an image was not returned for evaluation. Root cause review a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035-inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035-inch wire guide. As per information stated a 0.025-inch wire guide was used due to which the pusher was distorted. CAPA-00022 (pr-387756) has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Corrective action/correction: CAPA-00022 (pr-387756) addresses any necessary corrective actions as a result of this failure mode. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.